Event description:
It was reported that this patient's knee was revised approximately 1 month post initial surgery. The revision was due to an infection and a rupture of his knee implant after undergoing knee replacement surgery. No further information available.

Manufacturer narrative:
(D10) concomitants: 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t: 7252610; 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5: 7257669; 02-022-35-4509 - truliant tib imp ps insert sz 4.5 9mm: a049680; 200-07-35 - advanced patella 35mm 3 peg implant: a095188; 201-78-89 - 3" drill bit, mod. Hex 2 pack: a138292; 521-78-31 - threaded pin size 2.6 collarless 2pk: a244312; 201-78-89 - 3" drill bit, mod. Hex 2 pack: a245518; 201-78-82 - collar fixation pin 2pk 40mm, qck rel: a247563. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.